Event description:
It was reported the patient last felt stimulation ¿less than one month¿ prior to report. It was noted the ¿last successful recharging session was two to six months¿ prior to report and that the patient experienced ¿issues with her antenna overheating while charging¿ as reported in MFR. Report # 3004209178-2013-10251. The patient ¿tried pressing stimulation on with their recharger and nothing happened.¿ after using their device¿s antenna locate feature, a power on reset (por) message was displayed on their recharger, ¿which then lead to the normal recharging screen.¿ the patient reported that she ¿thought the implantable neurostimulator (ins) had been in overdischarge three times now¿ due to this currently reported incident. The patient noted they were ¿due for surgery any day¿ for a ¿new implant for upper stimulation¿ and that their physician ¿thought they could replace her current ins at the same time.¿

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3998, lot # v 182609, implanted: (B)(6) 2009, product type lead; product ID 3998, lot # v121706, implanted: (B)(6) 2008, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the ins was in overdischarge and could not be read with the clinician programmer (cp). The ins was said to have been at "end of service (eos) because of a por." The device was overdischarged because the patient had stopped using and charging the ins. Ins cycling had not been used. The ins was replaced. The patient's system had been turned on the day after the replacement procedure.